Event description:
This is report 2 of 2 for the same event. It was reported that the motor device was getting hot. It was unknown to the reporter if the event occurred during surgery, or if there was patient involvement. According to the reporter, there were two motor devices in a box with a note indicating that one of the devices was getting hot. The reporter did not know which one of the devices had the malfunction. The note also stated that the device was ¿burning the surgeon¿s hand¿ but that ¿no injuries were reported¿. It was unknown if there were any delay in a surgical procedure or if a spare device was available. No injury or medical intervention has been reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.